Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) examined the system remotely and confirmed that the host pc was not booting up, which was preventing the whole system from booting up. Upon troubleshooting with the customer, the fse confirmed that the host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the customer clinical engineer resolved the reported issue and restored the functionality of the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was not booting up, which could prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.